Manufacturer narrative:
The event date of (B)(6) 2019 is an approximate date. Only the year (2019) is known.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implantation surgery due to an unspecified reason. During the procedure, an attempt was made to implant a pair of 15 cm by 12 mm cylinders, pre-connected to a pump. The surgeon did not implant these components due to an unspecified reason. The patient was ultimately implanted with an alternative pair of 15 cm by 12 mm cylinders, pre-connected to a pump. It is unknown if the unused components are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.